Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 543 mg/dl and 541 mg/dl. The customer reported that the insulin pump received insulin flow blocked alarm. Customer stated that the insulin exited. Customer stated the cannula was not bent. It was unknown if auto mode was active during the reported event. The device will not be returned for analysis.